Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted during testing. The insulin pump was also received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's daughter reported via phone call that her mother was hospitalized due to low blood glucose. The customer's daughter reported that the insulin pump was on suspend but it kept delivering insulin. The customer's daughter also reported that they received a battery out limit alarm. The customer's blood glucose was 109 mg/dl at the time of the incident. The customer's blood glucose was 157 mg/dl at the time of call. The customer's daughter stated that her mother had high blood glucose around 300 mg/dl and reached 400 mg/dl. The customer's daughter also reported that her mother had low blood glucose and fell on the floor. The time of the hospitalization was 11pm and the date of the hospitalization was 12/05/2015. The customer's daughter declined to troubleshoot for the high and low blood glucose. The customer's daughter stated that the low blood glucose was caused by giving too much insulin. The insulin pump will be returned for analysis.